Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion sets were not sticking well enough. It was alleged this caused the cannula's to bend and the patient experienced elevated blood glucose levels. The caller reported this occurred with 7 infusion sets from the same box. No adverse event was reported. The infusion sets cannot be returned for legal and customs issues.